Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller failed alarm can be attributed, but not limited, to a communication failure between the user input controller (uic) and the pump motor controller (pmc), and/or a failure of the pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller exhibited controller failed alarms and the controller failed to start the motor fixture during bench testing. During functional testing, log files were able to be downloaded after multiple attempts. Log file analysis revealed that the controller was not in use during the reported event; log files revealed power up events without pump start events were logged on 19-dec-2022, indicating that the controller was powered during the reported programming of the controller. Review of the alarm log file then revealed three (3) controller failed alarm was recorded on 19-dec-2022 at 08:19:45, 08:20:29,and 08:21:55, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. An internal inspection did not reveal any anomalies. Supplemental testing revealed that the pmc was faulty and not outputting the expected signals. As a result, the reported event was confirmed. Based on the available information in the risk documentation, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary: revised product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller exhibited controller failed alarms and the controller failed to start the motor fixture during bench testing. During functional testing, log files were able to be downloaded after multiple attempts. Log file analysis revealed that the controller was not in use during the reported event; log files revealed power up events without pump start events were logged on (B)(6) 2022, indicating that the controller was powered during the reported programming of the controller. Review of the alarm log file then revealed three (3) controller failed alarm was recorded on (B)(6) 2022 at 08:19:45, 08:20:29,and 08:21:55, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. An internal inspection did not reveal any anomalies. Supplemental testing revealed that the pmc was faulty and not outputting the expected signals. As a result, the reported event was confirmed. Based on the available information and the risk documentation, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a faulty pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection. Functional testing revealed that the controller failed to start the motor fixture during bench testing. During functional testing, log files were able to be downloaded after multiple attempts. Log file analysis revealed that the controller was not in use during the reported event; analysis of the event log file revealed three (3) controller power-up events without associated motor start events logged on (B)(6) 2022 between 08:19:41 and 08:21:53, indicating that the controller was powered during the reported programming of the controller. Additionally, review of the alarm log file revealed three (3) controller failed alarms logged on (B)(6) 2022 at 08:19:45, 08:20:29, and 08:21:55, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Supplemental testing revealed that the pmc was not generating the required motor-drive signals and its status led remained off. Further testing identified solder-wetting defects under the sram (u18), and once this component was replaced and re-soldered, the controller passed all functional tests. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited to, an improper assembly during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to clinic for routine clinic visit and the perfusionist connected the patient¿s backup controller to the monitor to update the patient's hematocrit level. Once connected, the controller exhibited a controller failed alarm and a change controller alarm. The controller was exchanged. No patient complications have been reported as a result of this event.